Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. No status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on (B)(6) 2010 and that it had performed to specification up to (B)(6) 2014. On (B)(6) 2014 the device failed a weekly auto self-test due to a low battery. The device was still in fault mode on (B)(6) 2015 when information from history log shows an increase in voltage which suggests that a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to and including (B)(6) 2017. No further log entries were recorded. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.